Event description:
During the surgery, appliance (penile implant system) from boston scientific failed to operate properly this was explanted and another new penile implant system was inserted, also from boston scientific, per surgeon discretion. This explanted device system was sent to pathology for gross examination and additional time was needed during operation for troubleshooting and reimplantation.